Event description:
Independent repair center: customer alleged alarming/red light and the key failure is the sieve beds are leaking sieve. Associated malfunctions for this device: power switch short circuited, manifold stuck, inlet filter dirty.